Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic umbilical hernia repair, the arm cart assembly (aca) triggered a non-recoverable error at the beginning of the procedure. The attached instrument was removed using the broken instrument procedure, and aca movement was blocked. The aca cart column emergency brake was used to move the arm above the patient, after which the system was restarted and re-calibrated. The aca failed calibration on the first attempt, but successfully calibrated after retrying. There was a delay of approximately 6-minutes. There was no patient injury.